Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unspecified reasons on an unknown date. A new artificial urinary sphincter consisting of a cuff, pump, and balloon were implanted at a later date. There were no reported patient complications. No further information could be obtained related to this event. A supplemental report will be filed should additional information received, or the device returned for analysis.